Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 163 mg/dl at the time of the incident. Customer stated that they were outside pressure washing when they received the alarm. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received missing the end cap sticker, minor scratches on the display window and cracked battery tube threads.